Event description:
New information noted that no intervention was preformed. The patient was fine.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Review of the transmission noted consecutive premature ventricular contraction episodes and loss of capture. Programming changes were discussed. No additional information was reported.